Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump did not deliver insulin. The blood glucose reading was over 500 mg/dl, which was treated with manual injection. The customer's wife stated that no related alarms were observed. The caller stated that the customer delivered 3 boluses with the insulin pump, but did not deliver 13 units of insulin as instructed by the caller. Upon troubleshooting, the caller was advised that the insulin pump was working as designed and no leaks were found. The customer's wife was advised to monitor the blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.